Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation: it was surmised that the phenomenon ¿no image¿ occurred because the connector socket was loose and worn out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no image. The issue occurred during preparation for use for a hysteroscopy. The user finished the procedure with a replacement device. The patient was not under anesthesia and there was no reported delay in procedure. There were no reports of patient harm or impact associated with this event.